Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test, high at 25psi" was not reproduced. Evaluation sent device for downstream occlusion testing with passing results. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the downstream sensor calibration values out of specification. The force sensor no tube and force sensor scale factor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test, high at 25 psi (pound per square inch) during testing in the biomedical service department. There was no patient involvement. No additional information is available.